Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads had high thresholds and the rv lead caused phrenic nerve stimulation and chest pain during pacing. Both leads were repositioned and remain in use with thresholds below one volt and no nerve stimulation. No further patient complications were noted as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed the right ventricular (rv) lead pacing capture threshold was high.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.